Event description:
Pt turned head and moved on the bed while phaco handpiece with attached kuglin hook in right eye, yet not turned on. Bleeding noted. Iol implant completed. Immediately post-operatively pt complained of eye. Loss of vision persists. Returned to surgery 05/25/1999 for evacuation of hyphema right eye.